Event description:
It was reported that the patient got a staph infection and in the last couple of months, it had moved to the spinal cord stimulation (scs) system. It was noted that the patient met with the doctor on the day of report and they decided to explant the scs system. It was noted that the patient had ¿some other¿ skin condition that put him at risk for staph infections. Additional information received reported that there was erosion and infection. It was noted that actions required as a result of the event included explant. It was noted that the lead wire had eroded through the skin and was visible behind the right ear. It was noted that the patient was treated with oral antibiotics. It was noted that the device was explanted due to apparent infection along the track of the wires and extensions which extended down into the back. It was noted that purulent drainage was noted at explant sites. It was noted that the entire system was removed easily and the patient recovered from the procedure well. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that symptoms included drainage and incisional wound opening as well as erosion. It was noted that the location of the issue was on the right side implant.

Manufacturer narrative:
Product ID: 3888-56, lot# va088xs, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# va06uqd, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3888-56, lot# v760955, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3888-56, lot# v760955, implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3708240, serial# (B)(4), implanted: (b)(60 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3888-56, lot# va088xs, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# va06uqd,implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3888-56, lot# v760955, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).